Event description:
The manufacturer received a thermally damaged power cord and its associated power supply. There was no report of pt harm or injury associated with the damaged power cord.

Manufacturer narrative:
The initial evaluation by the MFR indicated a thermal event occurred to the female appliance connector of the ac power cord and the ac inlet of the dc power supply that the power cord would typically attach to. The thermal damage to the dc power supply was likely due to the thermal failure of the ac power cord. The MFR's investigation is ongoing. A follow up report will be filed upon completion of the investigation. Conclusion not yet available - evaluation in progress.